Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600mg/dl and insulin injections were administered to address the bg level. The customer was not sure what caused the high bg; however, did feel that there was an issue with the pump. Tandem customer technical support (cts) had the customer perform a pump system check and the pump was found to be operating as expected. The customer had cts assist with the fill tubing step and after the infusion set tubing had been connected to the customer, another fill tubing was initiated. After reviewing the pump history, the customer did not think the additional insulin had entered the body; however, the customer's spouse thought it had entered the body. The customer was to monitor the bg level and declined any further follow up from cts.